Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2019. Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon implanted five (5) sternal plates and thirty-two (32) sternal screws into patient following a sternotomy. At the time of implantation, physician was happy with how screws had purchased and checked multiple times the reduction and tactile strength of the fixation along the sternum. The sales consultant was informed via phone call on (B)(6) 2019, that patient's plates and screws had dehisced though the bone and had become infected. Physician did not think that this infection was caused by the implants, but more by a patient's compliance and past history. All thirty-two (32) screws and five (5) plates were removed from the patient on (B)(6) 2019, with no complications and no product issue or malfunction was reported. Procedure was successfully completed. Patient status is unknown. This report is for a 3.0mm titanium (ti) sternal locking screw self-drilling 14mm. This is report 4 of 7 for (B)(4). Additional reports are captured under (B)(4).